Manufacturer narrative:
The device was received with the cannula not deployed. During the investigation, the ratchet gear was manually advanced and the cannula assembly successfully deployed. The download data indicates that the device ran 43 pulses and then was deactivated before running the second priming sequence. No issues were seen with the device. No problem found for cannula being improperly inserted because the device was not deployed. It could not be conclusively determined why the device was deactivated and if it was due to a reported needle mechanism failure.

Event description:
It was reported that a patient¿s blood glucose (bg) reached 400 mg/dl while wearing the pod between 4 and 24 hours. While patient was reporting this pod for (high bgs), it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, a new pod was applied.